Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure after pre-dilation, a 2.5 x 15 mm xience v stent and a 3.0 x 28 mm xience v stent were both deployed in the 1st diagonal lesion. Then, the proximal left anterior descending (lad) was direct stented with a 3.0 x 15 mm xience v stent. There was no reported product issue or patient effect noted at the time of the index procedure. However, in 2009, the patient experienced substernal burning pain in the chest (angina), which required hospitalization. Restenosis was noted in the 3.0 x 15 mm xience v stent that was implanted in the proximal lad, which required treatment with percutaneous transluminal coronary intervention (ptci). No additional event or patient information is available.

Manufacturer narrative:
Stenosis and angina, in the IFU, are known adverse events associated with coronary stenting, and not necessarily an indication of a product quality deficiency. Additionally, stenosis, angina, and hospitalization are listed in the risk assessment matrix, as no-fault post-procedure complications. It was also reported the xience v stent was implanted via direct stenting. The IFU states: pre-dilate the lesion with a ptca catheter of appropriate length an diameter for the vessel/lesion to be treated. A conclusive cause for the patient effects, and the relationship to the product, if any, cannot be determined. There does not appear to be an indication of a product quality deficiency.